Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management including therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Pathology of the returned pump reported gross findings include mild to moderate abrasions of the lower housing ceramic surface and matching inferior surface of the impeller with a faint line of scoring on the ceramic surface of the upper housing. Adherent materials noted on the ceramic surface of the upper housing and superior surface of the impeller are grossly and histologically consistent with thrombosis. The pump was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. This patient's medical history of previous smoker, diabetes and coronary artery disease along with recent sub-therapeutic inrs are factors that put her at greater risk of thrombosis. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the hospital ventricular assist device (vad) coordinator that the patient was noted to have increased flow and power without increase in set speed. The clinical study database indicated that the patient initially reported that on (B)(6) 2015 flow had been >10l/min (typically 5-8 l/min) with speed increased from 2580 to 2600 rpm with irregular sound from device. The power had been stable at that time. The patient was given tpa for suspected thrombosis with some decrease in flow and power. Decision made to exchange pump via on pump thoracotomy on (B)(6) 2015. Small amount of panus noted in or and resected. No exchange of outflow graft. Additional information received via the study database indicated that the event was resolved.